Event description:
Reportedly, during testing, when the fio2 value was set to 100%, the display showed a value of 76%. It could not be solved by oxygen sensor calibration. Upon replacing the sensor, this issue was resolved. There was no pt involvement reported.